Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Issue reported for this complaint could not be confirmed due to facility not providing sample for further evaluation and due to no evaluation case is been closed as no sample and as not confirmed.

Event description:
As reported by user facility: customer was infusing d10 to treat hypoglycemia. Y site IV into ns (normal saline) infusion. Per rn, the syringe plunger didn't appear to have moved. Pump 'infusing' without alarms. Pt remained hypoglycemic and dropping until rn moved infusion from y site directly to pt piv line (peripheral intravenous). Pt glucose improved.